Event description:
Related to MFR report number 2183959-2012-00690. On (B)(6) 2010, a miniarc sling was implanted to treat pelvic organ prolapse. It was reported that, "after and as a result of the surgical implant," the patient suffered serious bodily injuries, including extreme pelvic pain, extreme dyspareunia, adhesions, chronic interstitial cystitis, and other injuries. Also reported were, mental anguish and physical pain and suffering, multiple surgeries and revisionary procedures, and she has sustained continuing or permanent injuries and disability, loss of capacity for the enjoyment of life, and aggravation of a preexisting condition.

Manufacturer narrative:
Should additional information become available regarding this event it will be re-evaluated and a follow-up report will be sent.